Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient received the implant last friday and turned on the stimulation on (B)(6). The patient stopped feeling stimulation when she woke up on sunday morning, (B)(6) 2015. The patient was on group a and saw 4.9 at the bottom. There was no lightning bolt in the picture in the upper left hand corner. It was determined that the stimulation was off. The patient was able to successfully turn the stimulation back on. The patient noted that when she finished adjusting the stimulation last saturday, she did press the middle button, but she thought that only turned the programmer off. The issue was resolved. The patient received training on the patient programmer, but it was ineffective because the patient was still under the effects of anesthesia. It was further reported that the patient¿s device was not working. The patient programmer screen showed the ¿charge your ins¿ screen. The patient experienced a loss of therapeutic effect. The patient still had bandages and stitches. The patient did not know how to charge and had not been trained. The patient had an upcoming appointment with the physician. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).